Event description:
In this event it was reported that a paste filler separated; the broken part remained in root canal and root canal was filled. No further treatment was necessary.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.